Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7094722. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7094971. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and the leads were also causing pain in the middle spine making it difficult to walk upright. The patient was administered with pain medications and received trigger point injections without significant relief.